Manufacturer narrative:
On 12/16/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. As a result of her symptoms, the patient underwent bilateral explantation on (B)(6)2019 and replaced one side with mentor smooth round moderate plus profile saline breast implants (catalog number 3502350 for a 350cc device on one side, serial number (B)(6); catalog number 3502375 for a 375cc device on the other side, serial number (B)(6). Reason for device explant and/or reoperation: capsular contracture, deflation, and psychiatric disorder. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file on 10/17/2019, mentor decided to add a psychiatric disorder code to this case due to the patient's report of a significant decline in her body image and mood. As a result of her right-sided issues, the patient's emotional state has been damaged to the point that she is unemployed and can no longer carry out activities that she once performed with ease. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease was observed on the posterior view. Within the crease, a tear measuring approximately 0.1 cm was noted. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3501650 and lot number 5909436) is a concomitant device, therefore no further analysis is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Correction: mentor became aware that section b 2. Is required intervention was erroneously left blank in the supplemental report sent on december 16, 2019. The following field has been correctly filled. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant products: 325cc mentor smooth round moderate profile saline breast implant (catalog number 3501650; serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation and capsular contracture baker grade IV-v. The diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.